Event description:
It was reported the patient underwent an ipg replacement procedure. Reportedly, the patient lost stimulation from the scs system, no error messages or low battery messages were seen by the patient. Stimulation therapy was confirmed postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.